Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0029) on 12-aug-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("suffered from two months solid of pain/occasional sharp pains/ pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced the first episode of rash ("random rashes appeared on my thighs"). In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and the second episode of rash ("rash on my arms/ skin rash"). In (B)(6) 2015, the patient experienced alopecia ("thinning hair"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("major inflammation"), fatigue ("extreme exhaustion"), depression ("depression"), amnesia ("memory loss"), abdominal distension ("bloating"), cyst ("cysts") and weight increased ("gained lot of weight"). The patient was treated with surgery (hysterectomy with essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the anxiety, abdominal pain, the last episode of rash, alopecia, inflammation, fatigue, depression, amnesia, abdominal distension, cyst and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, cyst, depression, fatigue, genital haemorrhage, inflammation, pelvic pain, weight increased, the first episode of rash and the second episode of rash to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pain worse. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case - new event "gained lot of weight, inflammation" were added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on b)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excrutiating painful proceudure/pain due to foreign object") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced the first episode of rash ("random rashes appeared on my thighs"). In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and the second episode of rash ("rash on my arms/ skin rash"). In (B)(6) 2015, the patient experienced alopecia ("thinning hair"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("major inflammation"), fatigue ("extreme exhaustion"), depression ("depression"), amnesia ("memory loss"), abdominal distension ("bloating"), cyst ("cysts"), weight increased ("gained lot of weight"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous"), fear ("scared") and procedural pain ("the procedure was so excruciatingly painful."). The patient was treated with surgery (hysterectomy with essure implant removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, peripheral swelling and insomnia had resolved and the anxiety, abdominal pain, the last episode of rash, alopecia, inflammation, fatigue, depression, amnesia, abdominal distension, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, cyst, depression, endometrial thickening, fatigue, fear, genital haemorrhage, infection, inflammation, insomnia, mood swings, nervousness, ovarian cyst, pelvic pain, peripheral swelling, premenstrual syndrome, procedural pain, weight increased, the first episode of rash and the second episode of rash to be related to essure. Concerning the injuries reported in this case the following onces were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Lab data was added. Events: peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, fluid showing infection,the procedure was so excruciatingly painful, were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0029) on 12-aug-2015. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excrutiating painful proceudure/pain due to foreign object/ pelvic pain"), genital haemorrhage ("bleeding") and myasthenia gravis ("mysthenia gravis") in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis and adhesion. Concomitant products included citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016 and fluoxetine hydrochloride (prozac). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced the first episode of rash ("random rashes appeared on my thighs"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced eye infection ("eye infections"), eyelid ptosis ("unilateral ptosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and the second episode of rash ("rash on my arms/ skin rash"). In 2015, the patient experienced fatigue ("extreme exhaustion"). In (B)(6) 2015, the patient experienced alopecia ("thinning hair"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss"), abdominal distension ("bloating"), cyst ("cysts"), weight increased ("gained lot of weight"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful.") And abdominal pain lower ("lower abdominal region pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, the last episode of rash, alopecia, inflammation, fatigue, depression, amnesia, abdominal distension, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection and eyelid ptosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, cyst, depression, dysmenorrhoea, endometrial thickening, eye infection, eyelid ptosis, fatigue, fear, genital haemorrhage, infection, inflammation, insomnia, menorrhagia, mood swings, myasthenia gravis, nervousness, ovarian cyst, pelvic pain, peripheral swelling, premenstrual syndrome, procedural pain, vaginal haemorrhage, weight increased, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6) 2012: 31.7 % (depressed); on (B)(6) 2016: 30.7 % (depressed) haemoglobin (11.5 - 15 g/dl) - on (B)(6) 2012: 10.7 g/dl (depressed); on (B)(6) 2016: 10.9 g/dl (depressed); on (B)(6) 2016: 9.8 g/dl (depressed) (B)(6) 2003, weight lbs. 154. (B)(6) 2011, weight lbs. 192. (B)(6) 2012, lab: plt 91 [150-400 k/ul]. (B)(6) 2012, weight 185 lbs. (B)(6) 2013, weight 217 lbs. (B)(6) 2013 hysterosalpingogram (hsg). Hsg results: total bilateral occlusion (per pfs) (B)(6) 2013, hysterosalpingogram, hsg findings: normal findings post essure sterilization with bilateral proximal tubal obstruction confirmed under high magnification with low and high pressure with dye. Left essure twisted inside tube but normal appearance. (B)(6) 2016, lab: plt 29 [23-36 seconds]. (B)(6) 2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. Operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). (B)(6) 2016, pathology, diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concerning the injuries reported in this case the following onces were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Event pelvic pain was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, myasthenia gravis, eye infection, eyelid ptosis, dysmenorrhoea, abdominal pain lower were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0029) on 12-aug-2015. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excruciating painful procedure/pain due to foreign object/ pelvic pain'), genital haemorrhage ('bleeding'), myasthenia gravis ('mysthenia gravis'), neuropathy peripheral ('I deal with neuropathy in my feet, legs, hands and arms'), autoimmune disorder ('autoimmune disease'), nephrolithiasis ('kidney stones'), staphylococcal infection ('I had mrsa infection') and multiple episodes of chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder- typeod disorder: chronic inflammatory demyelinating polyneuropathy', 'cipd') in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. (B)(6) 2003, weight lbs. 154. On (B)(6)2011, weight lbs. 192. On (B)(6)2012, lab: plt 91 [150-400 k/ul]. On (B)(6)2012, weight 185 lbs. On (B)(6)2013, weight 217 lbs. On (B)(6)2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. On (B)(6)2016, pathology: diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concurrent conditions included hypertension since 2000, anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, tissue adhesion, ovarian pain, uterine pain, right lower quadrant pain, irregular menstruation and leukorrhea. Concomitant products included alprazolam (xanax), citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), lidocaine and propranolol since 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced rash both legs ("random rashes appeared on my thighs"). In (B)(6) 2013, the patient experienced the first episode of chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/longer period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced eye infection ("eye infections/ infectionin my right eye") and eyelid ptosis ("unilateral ptosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 61 days. In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and rash ("rash on my arms/ skin rash"). In (B)(6) 2015, the patient experienced fatigue ("extreme exhaustion/ exhaustion/ increased tiredness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), lasting 61 days, experienced alopecia ("thinner hair"), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss/ memory issue"), bloating ("bloating"), cyst ("cysts"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous/ I still get edgy"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful."), abdominal pain lower ("lower abdominal region pain"), back pain ("lower back pain"), neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("I just noticed numbness in my hip last night. I also have numbness in my head"), paraesthesia ("prickling pain throughoutin my body"), dysphagia ("swallowing problems"), areflexia ("lack of gag reflux"), feeling abnormal ("brain fog"), muscle twitching ("muscle twitches"), burning sensation ("burning sensation"), the second episode of chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant), vision blurred ("focus issue/ blurry vision"), pain in extremity ("painful feet/ foot pain"), arthralgia ("painful joints/ knee pain/ ankle pain"), dry eye ("dry eyes"), onychoclasis ("brittle nails"), pain ("painful walking"), asthenia ("could not have energy"), scar ("scarring"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal chest pain ("pain in my ribs"), eye inflammation ("eye inflammation"), eye irritation ("eye irritation"), swelling ("body swelling"), swelling abdomen ("e-belly swelling"), memory impairment ("forgetfulness"), adnexa uteri pain ("fallopian pain"), dermatitis ("inflammation of foot"), tendonitis ("inflammation tendon"), plantar fasciitis ("plantar fasciitis"), nephrolithiasis (seriousness criterion medically significant), urticaria ("hives"), muscle spasms ("cramp in my body"), abdominal pain upper ("achiness in my stomach"), irritability ("irritability"), dizziness ("dizziness"), anaemia ("I have anemia"), pruritus ("thighs itch/ strange itchiness of my legs"), vulvovaginal pruritus ("vaginal itch"), abnormal behaviour ("I was going crazy"), amenorrhoea ("I have missed my periods"), oligomenorrhoea ("I have been late periods"), conjunctivitis ("pink eye"), hot flush ("hot flashes"), staphylococcal infection (seriousness criterion medically significant), gait disturbance ("walking problems"), frustration tolerance decreased ("my frustration ia an all time"), head discomfort ("my head feels like it will explode"), generalised anxiety disorder ("generalized anxiety disorder"), gastrointestinal disorder ("bowel issue"), weight fluctuation ("weight fluctuation") and menopausal symptoms ("premenopausal symptoms") and was found to have weight increased ("gained lot of weight") and weight decreased ("lose weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, rash both legs, rash, alopecia, inflammation, fatigue, depression, amnesia, bloating, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection, eyelid ptosis, back pain, neuropathy peripheral, hypoaesthesia, paraesthesia, dysphagia, areflexia, feeling abnormal, muscle twitching, burning sensation, the last episode of chronic inflammatory demyelinating polyradiculoneuropathy, vision blurred, pain in extremity, arthralgia, dry eye, onychoclasis, pain, asthenia, scar, allergy to metals, autoimmune disorder, musculoskeletal chest pain, eye inflammation, eye irritation, swelling, swelling abdomen, memory impairment, adnexa uteri pain, dermatitis, tendonitis, plantar fasciitis, nephrolithiasis, urticaria, muscle spasms, abdominal pain upper, irritability, dizziness, anaemia, pruritus, vulvovaginal pruritus, abnormal behaviour, amenorrhoea, oligomenorrhoea, conjunctivitis, hot flush, staphylococcal infection, gait disturbance, frustration tolerance decreased, head discomfort, generalised anxiety disorder, weight decreased, gastrointestinal disorder, weight fluctuation and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal behaviour, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, amnesia, anaemia, anxiety, areflexia, arthralgia, asthenia, autoimmune disorder, back pain, bloating, burning sensation, conjunctivitis, cyst, depression, dermatitis, dizziness, dry eye, dysmenorrhoea, dysphagia, endometrial thickening, eye infection, eye inflammation, eye irritation, eyelid ptosis, fatigue, fear, feeling abnormal, frustration tolerance decreased, gait disturbance, gastrointestinal disorder, generalised anxiety disorder, genital haemorrhage, head discomfort, hot flush, hypoaesthesia, infection, inflammation, insomnia, irritability, memory impairment, menopausal symptoms, menorrhagia, mood swings, muscle spasms, muscle twitching, musculoskeletal chest pain, myasthenia gravis, nephrolithiasis, nervousness, neuropathy peripheral, oligomenorrhoea, onychoclasis, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, plantar fasciitis, premenstrual syndrome, procedural pain, pruritus, rash both legs, scar, staphylococcal infection, swelling, tendonitis, urticaria, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, weight decreased, weight fluctuation, weight increased, the first episode of chronic inflammatory demyelinating polyradiculoneuropathy, rash, swelling abdomen and the second episode of chronic inflammatory demyelinating polyradiculoneuropathy to be related to essure. The reporter commented: operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). Pap smear for cervical cancer screening. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6) 2012: 31.7 %; on (B)(6) 2016: 30.7 %. Haemoglobin (11.5 - 15 g/dl) - on (B)(6) 2012: 10.7 g/dl; on (B)(6) 2016: 10.9 g/dl; on (B)(6) 2016: 9.8 g/dl. Concerning the injuries reported in this case the following ones were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection, chronic inflammatory demyelinating polyneuropathy, neuropathy in my feet, numbness in my hip, prickling pain in body, swallowing problems, lack of gag reflux, brain fog, muscle twitches, burning sensation, cipd, focus issue, painful feet, painful joints, dry eyes, brittle nails, painful walking, could not have energy, scarring, nickel allergy, autoimmune disease, pain in my ribs, eye inflammation, eye irritation, body swelling, belly swelling, forgetfulness, fallopian pain, inflammation of foot, inflammation tendon, plantar fasciitis, kidney stones, hives¸ cramp in my body, achiness in my stomach, irritability, dizziness, anemia, thighs itch, vaginal itch, crazy, missed my periods, late periods¸ pink eye, infection in my right eye, hot flashes, mrsa infection¸ myasthenia gravis¸ walking problems¸ frustration, head discomfort, generalized anxiety disorder, lose weight, bowel issue, weight fluctuation, premenopausal symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Amendment: the report was amended for the following reason: significant amendment was done. Coding rep = lack of gag reflux was changed from hyperactive pharyngeal reflex to areflexia and rep = cipd was changed from guillain-barre syndrome to chronic inflammatory demyelinating polyneuropathy. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0029) on 12-aug-2015. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excruciating painful procedure/pain due to foreign object/ pelvic pain'), genital haemorrhage ('bleeding'), myasthenia gravis ('myasthenia gravis'), chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder- type of disorder: chronic inflammatory demyelinating polyneuropathy'), neuropathy peripheral ('I deal with neuropathy in my feet, legs, hands and arms'), guillain-barre syndrome ('cipd'), autoimmune disorder ('autoimmune disease'), nephrolithiasis ('kidney stones') and staphylococcal infection ('I had mrsa infection') in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. (B)(6) 2003, weight lbs. 154. (B)(6) 2011, weight lbs. 192. (B)(6) 2012, lab: plt 91 [150-400 k/ul]. (B)(6) 2012, weight 185 lbs. (B)(6) 2013, weight 217 lbs. (B)(6) 2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. (B)(6) 2016, pathology: diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concurrent conditions included hypertension since 2000, anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, tissue adhesion, ovarian pain, uterine pain, right lower quadrant pain, irregular menstruation and leukorrhea. Concomitant products included alprazolam (xanax), citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), lidocaine and propranolol since 2017. In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced rash both legs ("random rashes appeared on my thighs"). In (B)(6) 2013, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/longer period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced eye infection ("eye infections/ infection in my right eye") and eyelid ptosis ("unilateral ptosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 61 days. In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and rash ("rash on my arms/ skin rash"). In (B)(6) 2015, the patient experienced fatigue ("extreme exhaustion/ exhaustion/ increased tiredness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), lasting 61 days, experienced alopecia ("thinner hair"), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss/ memory issue"), bloating ("bloating"), cyst ("cysts"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous/ I still get edgy"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful."), abdominal pain lower ("lower abdominal region pain"), back pain ("lower back pain"), neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("I just noticed numbness in my hip last night. I also have numbness in my head"), paraesthesia ("prickling pain throughout my body"), dysphagia ("swallowing problems"), hyperactive pharyngeal reflex ("lack of gag reflux"), feeling abnormal ("brain fog"), muscle twitching ("muscle twitches"), burning sensation ("burning sensation"), guillain-barre syndrome (seriousness criterion medically significant), vision blurred ("focus issue/ blurry vision"), pain in extremity ("painful feet/ foot pain"), arthralgia ("painful joints/ knee pain/ ankle pain"), dry eye ("dry eyes"), onychoclasis ("brittle nails"), pain ("painful walking"), asthenia ("could not have energy"), scar ("scarring"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal chest pain ("pain in my ribs"), eye inflammation ("eye inflammation"), eye irritation ("eye irritation"), swelling ("body swelling"), swelling abdomen ("e-belly swelling"), memory impairment ("forgetfulness"), adnexa uteri pain ("fallopian pain"), dermatitis ("inflammation of foot"), tendonitis ("inflammation tendon"), plantar fasciitis ("plantar fasciitis"), nephrolithiasis (seriousness criterion medically significant), urticaria ("hives"), muscle spasms ("cramp in my body"), abdominal pain upper ("achiness in my stomach"), irritability ("irritability"), dizziness ("dizziness"), anaemia ("I have anemia"), pruritus ("thighs itch/ strange itchiness of my legs"), vulvovaginal pruritus ("vaginal itch"), abnormal behaviour ("I was going crazy"), amenorrhoea ("I have missed my periods"), oligomenorrhoea ("I have been late periods"), conjunctivitis ("pink eye"), hot flush ("hot flashes"), staphylococcal infection (seriousness criterion medically significant), gait disturbance ("walking problems"), frustration tolerance decreased ("my frustration ia an all time"), head discomfort ("my head feels like it will explode"), generalised anxiety disorder ("generalized anxiety disorder"), gastrointestinal disorder ("bowel issue"), weight fluctuation ("weight fluctuation") and menopausal symptoms ("premenopausal symptoms") and was found to have weight increased ("gained lot of weight") and weight decreased ("lose weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, rash both legs, rash, alopecia, inflammation, fatigue, depression, amnesia, bloating, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection, eyelid ptosis, chronic inflammatory demyelinating polyradiculoneuropathy, back pain, neuropathy peripheral, hypoaesthesia, paraesthesia, dysphagia, hyperactive pharyngeal reflex, feeling abnormal, muscle twitching, burning sensation, guillain-barre syndrome, vision blurred, pain in extremity, arthralgia, dry eye, onychoclasis, pain, asthenia, scar, allergy to metals, autoimmune disorder, musculoskeletal chest pain, eye inflammation, eye irritation, swelling, swelling abdomen, memory impairment, adnexa uteri pain, dermatitis, tendonitis, plantar fasciitis, nephrolithiasis, urticaria, muscle spasms, abdominal pain upper, irritability, dizziness, anaemia, pruritus, vulvovaginal pruritus, abnormal behaviour, amenorrhoea, oligomenorrhoea, conjunctivitis, hot flush, staphylococcal infection, gait disturbance, frustration tolerance decreased, head discomfort, generalised anxiety disorder, weight decreased, gastrointestinal disorder, weight fluctuation and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal behaviour, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, amnesia, anaemia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bloating, burning sensation, chronic inflammatory demyelinating polyradiculoneuropathy, conjunctivitis, cyst, depression, dermatitis, dizziness, dry eye, dysmenorrhoea, dysphagia, endometrial thickening, eye infection, eye inflammation, eye irritation, eyelid ptosis, fatigue, fear, feeling abnormal, frustration tolerance decreased, gait disturbance, gastrointestinal disorder, generalised anxiety disorder, genital haemorrhage, guillain-barre syndrome, head discomfort, hot flush, hyperactive pharyngeal reflex, hypoaesthesia, infection, inflammation, insomnia, irritability, memory impairment, menopausal symptoms, menorrhagia, mood swings, muscle spasms, muscle twitching, musculoskeletal chest pain, myasthenia gravis, nephrolithiasis, nervousness, neuropathy peripheral, oligomenorrhoea, onychoclasis, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, plantar fasciitis, premenstrual syndrome, procedural pain, pruritus, rash both legs, scar, staphylococcal infection, swelling, tendonitis, urticaria, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, weight decreased, weight fluctuation, weight increased, rash and swelling abdomen to be related to essure. The reporter commented: operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). Pap smear for cervical cancer screening. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6) 2012: 31.7 %; on (B)(6) 2016: 30.7 %. Haemoglobin (11.5 - 15 g/dl) - on (B)(6) 2012: 10.7 g/dl; on (B)(6) 2016: 10.9 g/dl; on (B)(6) 2016: 9.8 g/dl. Concerning the injuries reported in this case the following ones were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection, chronic inflammatory demyelinating polyneuropathy, neuropathy in my feet, numbness in my hip, prickling pain in body, swallowing problems, lack of gag reflux, brain fog, muscle twitches, burning sensation, cipd, focus issue, painful feet, painful joints, dry eyes, brittle nails, painful walking, could not have energy, scarring, nickel allergy, autoimmune disease, pain in my ribs, eye inflammation, eye irritation, body swelling, belly swelling, forgetfulness, fallopian pain, inflammation of foot, inflammation tendon, plantar fasciitis, kidney stones, hives¸ cramp in my body, achiness in my stomach, irritability, dizziness, anemia, thighs itch, vaginal itch, crazy, missed my periods, late periods¸ pink eye, infection in my right eye, hot flashes, mrsa infection¸ myasthenia gravis¸ walking problems¸ frustration, head discomfort, generalized anxiety disorder, lose weight, bowel issue, weight fluctuation, premenopausal symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media was received. Event added from pfs- chronic inflammatory demyelinating polyneuropathy, neuropathy in my feet, numbness in my hip, prickling pain in body, swallowing problems, lack of gag reflux, brain fog, muscle twitches, burning sensation, cipd, focus issue, painful feet, painful joints, dry eyes, brittle nails, painful walking, could not have energy, scarring, nickel allergy, autoimmune disease, pain in my ribs, eye inflammation, eye irritation, body swelling, belly swelling, forgetfulness, fallopian pain, inflammation of foot, inflammation tendon, plantar fasciitis, kidney stones, hives cramp in my body, achiness in my stomach, irritability, dizziness, anemia, thighs itch, vaginal itch, crazy, missed my periods, late periods, pink eye, infection in my right eye, hot flashes, mrsa infection, myasthenia gravis, walking problems, frustration, head discomfort, generalized anxiety disorder, lose weight, bowel issue, weight fluctuation, premenopausal symptoms were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("suffered from two months solid of pain/occasional sharp pains/ pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced the first episode of rash ("random rashes appeared on my thighs"). In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and the second episode of rash ("rash on my arms/ skin rash"). In (B)(6) 2015, the patient experienced alopecia ("thinning hair"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("major inflammation"), fatigue ("extreme exhaustion"), depression ("depression"), amnesia ("memory loss"), abdominal distension ("bloating") and cyst ("cysts"). The patient was treated with surgery (hysterectomy with essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the anxiety, abdominal pain, the last episode of rash, alopecia, inflammation, fatigue, depression, amnesia, abdominal distension and cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, cyst, depression, fatigue, genital haemorrhage, inflammation, pelvic pain, the first episode of rash and the second episode of rash to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pain worse. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-feb-2018: case classification updated to medically confirmed case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excruciating painful procedure/pain due to foreign object/ pelvic pain"), genital haemorrhage ("bleeding") and myasthenia gravis ("myasthenia gravis") in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis and tissue adhesion. Concomitant products included citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016 and fluoxetine hydrochloride (prozac). In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced the first episode of rash ("random rashes appeared on my thighs"). In february 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced eye infection ("eye infections"), eyelid ptosis ("unilateral ptosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and the second episode of rash ("rash on my arms/ skin rash"). In 2015, the patient experienced fatigue ("extreme exhaustion"). In (B)(6) 2015, the patient experienced alopecia ("thinning hair"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss"), abdominal distension ("bloating"), cyst ("cysts"), weight increased ("gained lot of weight"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful.") And abdominal pain lower ("lower abdominal region pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, the last episode of rash, alopecia, inflammation, fatigue, depression, amnesia, abdominal distension, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection and eyelid ptosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, cyst, depression, dysmenorrhoea, endometrial thickening, eye infection, eyelid ptosis, fatigue, fear, genital haemorrhage, infection, inflammation, insomnia, menorrhagia, mood swings, myasthenia gravis, nervousness, ovarian cyst, pelvic pain, peripheral swelling, premenstrual syndrome, procedural pain, vaginal haemorrhage, weight increased, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6) 2012: 31.7 % (depressed); on (B)(6) 2016: 30.7 % (depressed) haemoglobin (11.5 - 15 g/dl) - on (B)(6) 2012: 10.7 g/dl (depressed); on (B)(6) 2016: 10.9 g/dl (depressed); on (B)(6) 2016: 9.8 g/dl (depressed) (B)(6) 2003, weight lbs. 154. (B)(6) 2011, weight lbs. 192. (B)(6) 2012, lab: plt 91 [150-400 k/ul]. (B)(6) 2012, weight 185 lbs. (B)(6) 2013, weight 217 lbs. (B)(6) 2013 hysterosalpingogram (hsg). Hsg results: total bilateral occlusion (per pfs) (B)(6) 2013, hysterosalpingogram, hsg findings: normal findings post essure sterilization with bilateral proximal tubal obstruction confirmed under high magnification with low and high pressure with dye. Left essure twisted inside tube but normal appearance. (B)(6) 2016, lab: plt 29 [23-36 seconds]. (B)(6) 2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. Operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). (B)(6) 2016, pathology, diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concerning the injuries reported in this case the following once's were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0029) on 12-aug-2015. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excruciating painful procedure/pain due to foreign object/ pelvic pain'), myasthenia gravis ('mysthenia gravis'), chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder- typeod disorder: chronic inflammatory demyelinating polyneuropathy'), neuropathy peripheral ('I deal with neuropathy in my feet, legs, hands and arms'), autoimmune disorder ('autoimmune disease'), nephrolithiasis ('kidney stones') and staphylococcal infection ('I had mrsa infection') in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. (B)(6)2003, weight lbs. 154. (B)(6)2011, weight lbs. 192. (B)(6)2012, lab: plt 91 [150-400 k/ul]. (B)(6)2012, weight 185 lbs. (B)(6)2013, weight 217 lbs. (B)(6)2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. (B)(6)2016, pathology: diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concurrent conditions included hypertension since 2000, anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, tissue adhesion, ovarian pain, uterine pain, right lower quadrant pain, irregular menstruation and leukorrhea. Concomitant products included alprazolam (xanax), citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), lidocaine and propranolol since 2017. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). In (B)(6)2012, the patient experienced anxiety ("severe anxiety"). In (B)(6)2013, the patient experienced rash ("random rashes appeared on my thighs/rash on my arms/ skin rash"). In (B)(6)2013, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/longer period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced eye infection ("eye infections/ infectionin my right eye") and eyelid ptosis ("unilateral ptosis"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 61 days. In (B)(6)2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor"). In (B)(6)2015, the patient experienced fatigue ("extreme exhaustion/ exhaustion/ increased tiredness"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), lasting 61 days, experienced alopecia ("thinner hair"), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss/ memory issue"), bloating ("bloating"), cyst ("cysts"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous/ I still get edgy"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful."), abdominal pain lower ("lower abdominal region pain"), back pain ("lower back pain"), neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("I just noticed numbness in my hip last night. I also have numbness in my head"), paraesthesia ("prickling pain throughout in my body"), dysphagia ("swallowing problems"), areflexia ("lack of gag reflux"), feeling abnormal ("brain fog"), muscle twitching ("muscle twitches"), burning sensation ("burning sensation"), vision blurred ("focus issue/ blurry vision"), pain in extremity ("painful feet/ foot pain"), arthralgia ("painful joints/ knee pain/ ankle pain"), dry eye ("dry eyes"), onychoclasis ("brittle nails"), pain ("painful walking"), asthenia ("could not have energy"), scar ("scarring"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal chest pain ("pain in my ribs"), eye inflammation ("eye inflammation"), eye irritation ("eye irritation"), swelling ("body swelling"), swelling abdomen ("e-belly swelling"), memory impairment ("forgetfulness"), adnexa uteri pain ("fallopian pain"), dermatitis ("inflammation of foot"), tendonitis ("inflammation tendon"), plantar fasciitis ("plantar fasciitis"), nephrolithiasis (seriousness criterion medically significant), urticaria ("hives"), muscle spasms ("cramp in my body"), abdominal pain upper ("achiness in my stomach"), irritability ("irritability"), dizziness ("dizziness"), anaemia ("I have anemia"), pruritus ("thighs itch/ strange itchiness of my legs"), vulvovaginal pruritus ("vaginal itch"), abnormal behaviour ("I was going crazy"), amenorrhoea ("I have missed my periods"), oligomenorrhoea ("I have been late periods"), conjunctivitis ("pink eye"), hot flush ("hot flashes"), staphylococcal infection (seriousness criterion medically significant), gait disturbance ("walking problems"), frustration tolerance decreased ("my frustration ia an all time"), head discomfort ("my head feels like it will explode"), generalised anxiety disorder ("generalized anxiety disorder"), gastrointestinal disorder ("bowel issue"), weight fluctuation ("weight fluctuation") and menopausal symptoms ("premenopausal symptoms") and was found to have weight increased ("gained lot of weight") and weight decreased ("lose weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, rash, alopecia, inflammation, fatigue, depression, amnesia, bloating, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection, eyelid ptosis, chronic inflammatory demyelinating polyradiculoneuropathy, back pain, neuropathy peripheral, hypoaesthesia, paraesthesia, dysphagia, areflexia, feeling abnormal, muscle twitching, burning sensation, vision blurred, pain in extremity, arthralgia, dry eye, onychoclasis, pain, asthenia, scar, allergy to metals, autoimmune disorder, musculoskeletal chest pain, eye inflammation, eye irritation, swelling, swelling abdomen, memory impairment, adnexa uteri pain, dermatitis, tendonitis, plantar fasciitis, nephrolithiasis, urticaria, muscle spasms, abdominal pain upper, irritability, dizziness, anaemia, pruritus, vulvovaginal pruritus, abnormal behaviour, amenorrhoea, oligomenorrhoea, conjunctivitis, hot flush, staphylococcal infection, gait disturbance, frustration tolerance decreased, head discomfort, generalised anxiety disorder, weight decreased, gastrointestinal disorder, weight fluctuation and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal behaviour, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, amnesia, anaemia, anxiety, areflexia, arthralgia, asthenia, autoimmune disorder, back pain, bloating, burning sensation, chronic inflammatory demyelinating polyradiculoneuropathy, conjunctivitis, cyst, depression, dermatitis, dizziness, dry eye, dysmenorrhoea, dysphagia, endometrial thickening, eye infection, eye inflammation, eye irritation, eyelid ptosis, fatigue, fear, feeling abnormal, frustration tolerance decreased, gait disturbance, gastrointestinal disorder, generalised anxiety disorder, genital haemorrhage, head discomfort, hot flush, hypoaesthesia, infection, inflammation, insomnia, irritability, memory impairment, menopausal symptoms, menorrhagia, mood swings, muscle spasms, muscle twitching, musculoskeletal chest pain, myasthenia gravis, nephrolithiasis, nervousness, neuropathy peripheral, oligomenorrhoea, onychoclasis, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, plantar fasciitis, premenstrual syndrome, procedural pain, pruritus, rash, scar, staphylococcal infection, swelling, tendonitis, urticaria, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, weight decreased, weight fluctuation, weight increased and swelling abdomen to be related to essure. The reporter commented: operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). Pap smear for cervical cancer screening. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6)2012: 31.7 %; on 19-jan-2016: 30.7 %. Haemoglobin (11.5 - 15 g/dl) - on (B)(6)2012: 10.7 g/dl; on (B)(6)2016: 10.9 g/dl; on (B)(6)2016: 9.8 g/dl. Concerning the injuries reported in this case the following ones were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection, chronic inflammatory demyelinating polyneuropathy, neuropathy in my feet, numbness in my hip, prickling pain in body, swallowing problems, lack of gag reflux, brain fog, muscle twitches, burning sensation, cipd, focus issue, painful feet, painful joints, dry eyes, brittle nails, painful walking, could not have energy, scarring, nickel allergy, autoimmune disease, pain in my ribs, eye inflammation, eye irritation, body swelling, belly swelling, forgetfulness, fallopian pain, inflammation of foot, inflammation tendon, plantar fasciitis, kidney stones, hives¸ cramp in my body, achiness in my stomach, irritability, dizziness, anemia, thighs itch, vaginal itch, crazy, missed my periods, late periods¸ pink eye, infection in my right eye, hot flashes, mrsa infection¸ myasthenia gravis¸ walking problems¸ frustration, head discomfort, generalized anxiety disorder, lose weight, bowel issue, weight fluctuation, premenopausal symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Amendment: the report was amended for the following reason: all information like reporters, source document and reference section from deletion case: (B)(4) was added to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 12-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excrutiating painful proceudure/pain due to foreign object/ pelvic pain'), myasthenia gravis ('mysthenia gravis'), chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder- typeod disorder: chronic inflammatory demyelinating polyneuropathy'), neuropathy peripheral ('I deal with neuropathy in my feet, legs, hands and arms'), autoimmune disorder ('autoimmune disease'), nephrolithiasis ('kidney stones') and staphylococcal infection ('I had mrsa infection') in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. (B)(6) 2003, weight lbs. 154. (B)(6) 2011, weight lbs. 192. (B)(6) 2012, lab: plt 91 [150-400 k/ul]. (B)(6) 2012, weight 185 lbs. (B)(6) 2013, weight 217 lbs. (B)(6) 2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. (B)(6) 2016, pathology: diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concurrent conditions included hypertension since 2000, anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, tissue adhesion, ovarian pain, uterine pain, right lower quadrant pain, irregular menstruation and leukorrhea. Concomitant products included alprazolam (xanax), citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), lidocaine and propranolol since 2017. In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced rash ("random rashes appeared on my thighs/rash on my arms/ skin rash"). In (B)(6) 2013, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/longer period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced eye infection ("eye infections/ infectionin my right eye") and eyelid ptosis ("unilateral ptosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 61 days. In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor"). In (B)(6) 2015, the patient experienced fatigue ("extreme exhaustion/ exhaustion/ increased tiredness"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), lasting 61 days, experienced alopecia ("thinner hair"), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss/ memory issue"), bloating ("bloating"), cyst ("cysts"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous/ I still get edgy"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful."), abdominal pain lower ("lower abdominal region pain"), back pain ("lower back pain"), neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("I just noticed numbness in my hip last night. I also have numbness in my head"), paraesthesia ("prickling pain throughoutin my body"), dysphagia ("swallowing problems"), areflexia ("lack of gag reflux"), feeling abnormal ("brain fog"), muscle twitching ("muscle twitches"), burning sensation ("burning sensation"), vision blurred ("focus issue/ blurry vision"), pain in extremity ("painful feet/ foot pain"), arthralgia ("painful joints/ knee pain/ ankle pain"), dry eye ("dry eyes"), onychoclasis ("brittle nails"), pain ("painful walking"), asthenia ("could not have energy"), scar ("scarring"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal chest pain ("pain in my ribs"), eye inflammation ("eye inflammation"), eye irritation ("eye irritation"), swelling ("body sweelling"), swelling abdomen ("e-belly swelling"), memory impairment ("forgetfullness"), adnexa uteri pain ("fallpian pain"), dermatitis ("inflammation of foot"), tendonitis ("inflammation tendon"), plantar fasciitis ("plantar fasciitis"), nephrolithiasis (seriousness criterion medically significant), urticaria ("hives"), muscle spasms ("cramp in my body"), abdominal pain upper ("achiness in my stomach"), irritability ("irritability"), dizziness ("dizziness"), anaemia ("I have anemia"), pruritus ("thighs itch/ strange itchinessof my legs"), vulvovaginal pruritus ("vaginal itch"), abnormal behaviour ("I was going crazy"), amenorrhoea ("I have missed my periods"), oligomenorrhoea ("I have been late periods"), conjunctivitis ("pink eye"), hot flush ("hot flashes"), staphylococcal infection (seriousness criterion medically significant), gait disturbance ("walking problems"), frustration tolerance decreased ("my frustration ia an all time"), head discomfort ("my head feels like it will explode"), generalised anxiety disorder ("generalized anxiety disorder"), gastrointestinal disorder ("bowel issue"), weight fluctuation ("weight fluctuation"), menopausal symptoms ("premenopausal symptoms") and complication of device insertion ("only coil in left fallopian tube not in right one (doctor has hard time inserting it and never got it)") and was found to have weight increased ("gained lot of weight") and weight decreased ("lose weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, rash, alopecia, inflammation, fatigue, depression, amnesia, bloating, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection, eyelid ptosis, chronic inflammatory demyelinating polyradiculoneuropathy, back pain, neuropathy peripheral, hypoaesthesia, paraesthesia, dysphagia, areflexia, feeling abnormal, muscle twitching, burning sensation, vision blurred, pain in extremity, arthralgia, dry eye, onychoclasis, pain, asthenia, scar, allergy to metals, autoimmune disorder, musculoskeletal chest pain, eye inflammation, eye irritation, swelling, swelling abdomen, memory impairment, adnexa uteri pain, dermatitis, tendonitis, plantar fasciitis, nephrolithiasis, urticaria, muscle spasms, abdominal pain upper, irritability, dizziness, anaemia, pruritus, vulvovaginal pruritus, abnormal behaviour, amenorrhoea, oligomenorrhoea, conjunctivitis, hot flush, staphylococcal infection, gait disturbance, frustration tolerance decreased, head discomfort, generalised anxiety disorder, weight decreased, gastrointestinal disorder, weight fluctuation, menopausal symptoms and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal behaviour, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, amnesia, anaemia, anxiety, areflexia, arthralgia, asthenia, autoimmune disorder, back pain, bloating, burning sensation, chronic inflammatory demyelinating polyradiculoneuropathy, complication of device insertion, conjunctivitis, cyst, depression, dermatitis, dizziness, dry eye, dysmenorrhoea, dysphagia, endometrial thickening, eye infection, eye inflammation, eye irritation, eyelid ptosis, fatigue, fear, feeling abnormal, frustration tolerance decreased, gait disturbance, gastrointestinal disorder, generalised anxiety disorder, genital haemorrhage, head discomfort, hot flush, hypoaesthesia, infection, inflammation, insomnia, irritability, memory impairment, menopausal symptoms, menorrhagia, mood swings, muscle spasms, muscle twitching, musculoskeletal chest pain, myasthenia gravis, nephrolithiasis, nervousness, neuropathy peripheral, oligomenorrhoea, onychoclasis, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, plantar fasciitis, premenstrual syndrome, procedural pain, pruritus, rash, scar, staphylococcal infection, swelling, tendonitis, urticaria, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, weight decreased, weight fluctuation, weight increased and swelling abdomen to be related to essure. The reporter commented: operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). Pap smear for cervical cancer screening. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6) 2012: 31.7 %; on (B)(6) 2016: 30.7 %. Haemoglobin (11.5 - 15 g/dl) - on (B)(6) 2012: 10.7 g/dl; on (B)(6) 2016: 10.9 g/dl; on (B)(6) 2016: 9.8 g/dl. Concerning the injuries reported in this case the following onces were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection, chronic inflammatory demyelinating polyneuropathy, neuropathy in my feet, numbness in my hip, prickling pain in body, swallowing problems, lack of gag reflux, brain fog, muscle twitches, burning sensation, cipd, focus issue, painful feet, painful joints, dry eyes, brittle nails, painful walking, could not have energy, scarring, nickel allergy, autoimmune disease, pain in my ribs, eye inflammation, eye irritation, body swelling, belly swelling, forgetfulness, fallopian pain, inflammation of foot, inflammation tendon, plantar fasciitis, kidney stones, hives¸ cramp in my body, achiness in my stomach, irritability, dizziness, anemia, thighs itch, vaginal itch, crazy, missed my periods, late periods¸ pink eye, infection in my right eye, hot flashes, mrsa infection¸ myasthenia gravis¸ walking problems¸ frustration, head discomfort, generalized anxiety disorder, lose weight, bowel issue, weight fluctuation, premenopausal symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event" complication of device insertion" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0029) on 12-aug-2015. The most recent information was received on 25-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excrutiating painful proceudure/pain due to foreign object/ pelvic pain'), myasthenia gravis ('mysthenia gravis'), chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder- typeod disorder: chronic inflammatory demyelinating polyneuropathy'), neuropathy peripheral ('I deal with neuropathy in my feet, legs, hands and arms'), autoimmune disorder ('autoimmune disease'), nephrolithiasis ('kidney stones') and staphylococcal infection ('I had mrsa infection') in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. (B)(6) 2003, weight lbs. 154. (B)(6) 2011, weight lbs. 192. (B)(6) 2012, lab: plt 91 [150-400 k/ul]. (B)(6) 2012, weight 185 lbs. (B)(6) 2013, weight 217 lbs. (B)(6) 2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. (B)(6) 2016, pathology: diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concurrent conditions included hypertension since 2000, anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, tissue adhesion, ovarian pain, uterine pain, right lower quadrant pain, irregular menstruation and leukorrhea. Concomitant products included alprazolam (xanax), citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), lidocaine and propranolol since 2017. In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced rash ("random rashes appeared on my thighs/rash on my arms/ skin rash"). In (B)(6) 2013, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/longer period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced eye infection ("eye infections/ infectionin my right eye") and eyelid ptosis ("unilateral ptosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 61 days. In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor"). In (B)(6) 2015, the patient experienced fatigue ("extreme exhaustion/ exhaustion/ increased tiredness"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), lasting 61 days, experienced alopecia ("thinner hair"), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss/ memory issue"), bloating ("bloating"), cyst ("cysts"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous/ I still get edgy"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful."), abdominal pain lower ("lower abdominal region pain"), back pain ("lower back pain"), neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("I just noticed numbness in my hip last night. I also have numbness in my head"), paraesthesia ("prickling pain throughoutin my body"), dysphagia ("swallowing problems"), areflexia ("lack of gag reflux"), feeling abnormal ("brain fog"), muscle twitching ("muscle twitches"), burning sensation ("burning sensation"), vision blurred ("focus issue/ blurry vision"), pain in extremity ("painful feet/ foot pain"), arthralgia ("painful joints/ knee pain/ ankle pain"), dry eye ("dry eyes"), onychoclasis ("brittle nails"), pain ("painful walking"), asthenia ("could not have energy"), scar ("scarring"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal chest pain ("pain in my ribs"), eye inflammation ("eye inflammation"), eye irritation ("eye irritation"), swelling ("body sweelling"), swelling abdomen ("e-belly swelling"), memory impairment ("forgetfullness"), adnexa uteri pain ("fallpian pain"), dermatitis ("inflammation of foot"), tendonitis ("inflammation tendon"), plantar fasciitis ("plantar fasciitis"), nephrolithiasis (seriousness criterion medically significant), urticaria ("hives"), muscle spasms ("cramp in my body"), abdominal pain upper ("achiness in my stomach"), irritability ("irritability"), dizziness ("dizziness"), anaemia ("I have anemia"), pruritus ("thighs itch/ strange itchinessof my legs"), vulvovaginal pruritus ("vaginal itch"), abnormal behaviour ("I was going crazy"), amenorrhoea ("I have missed my periods"), oligomenorrhoea ("I have been late periods"), conjunctivitis ("pink eye"), hot flush ("hot flashes"), staphylococcal infection (seriousness criterion medically significant), gait disturbance ("walking problems"), frustration tolerance decreased ("my frustration ia an all time"), head discomfort ("my head feels like it will explode"), generalised anxiety disorder ("generalized anxiety disorder"), gastrointestinal disorder ("bowel issue"), weight fluctuation ("weight fluctuation"), menopausal symptoms ("premenopausal symptoms"), complication of device insertion ("only coil in left fallopian tube not in right one (doctor has hard time inserting it and never got it)"), onychomycosis ("toe nail fungus") and balance disorder ("balance is off") and was found to have weight increased ("gained lot of weight") and weight decreased ("lose weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, rash, alopecia, inflammation, fatigue, depression, amnesia, bloating, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection, eyelid ptosis, chronic inflammatory demyelinating polyradiculoneuropathy, back pain, neuropathy peripheral, hypoaesthesia, paraesthesia, dysphagia, areflexia, feeling abnormal, muscle twitching, burning sensation, vision blurred, pain in extremity, arthralgia, dry eye, onychoclasis, pain, asthenia, scar, allergy to metals, autoimmune disorder, musculoskeletal chest pain, eye inflammation, eye irritation, swelling, swelling abdomen, memory impairment, adnexa uteri pain, dermatitis, tendonitis, plantar fasciitis, nephrolithiasis, urticaria, muscle spasms, abdominal pain upper, irritability, dizziness, anaemia, pruritus, vulvovaginal pruritus, abnormal behaviour, amenorrhoea, oligomenorrhoea, conjunctivitis, hot flush, staphylococcal infection, gait disturbance, frustration tolerance decreased, head discomfort, generalised anxiety disorder, weight decreased, gastrointestinal disorder, weight fluctuation, menopausal symptoms, complication of device insertion, onychomycosis and balance disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal behaviour, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, amnesia, anaemia, anxiety, areflexia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, bloating, burning sensation, chronic inflammatory demyelinating polyradiculoneuropathy, complication of device insertion, conjunctivitis, cyst, depression, dermatitis, dizziness, dry eye, dysmenorrhoea, dysphagia, endometrial thickening, eye infection, eye inflammation, eye irritation, eyelid ptosis, fatigue, fear, feeling abnormal, frustration tolerance decreased, gait disturbance, gastrointestinal disorder, generalised anxiety disorder, genital haemorrhage, head discomfort, hot flush, hypoaesthesia, infection, inflammation, insomnia, irritability, memory impairment, menopausal symptoms, menorrhagia, mood swings, muscle spasms, muscle twitching, musculoskeletal chest pain, myasthenia gravis, nephrolithiasis, nervousness, neuropathy peripheral, oligomenorrhoea, onychoclasis, onychomycosis, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, plantar fasciitis, premenstrual syndrome, procedural pain, pruritus, rash, scar, staphylococcal infection, swelling, tendonitis, urticaria, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, weight decreased, weight fluctuation, weight increased and swelling abdomen to be related to essure. The reporter commented: operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). Pap smear for cervical cancer screening. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6) 2012: 31.7 %; on (B)(6) 2016: 30.7 %. Haemoglobin (11.5 - 15 g/dl) - on (B)(6) 2012: 10.7 g/dl; on (B)(6) 2016: 10.9 g/dl; on (B)(6) 2016: 9.8 g/dl. Concerning the injuries reported in this case the following onces were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection, chronic inflammatory demyelinating polyneuropathy, neuropathy in my feet, numbness in my hip, prickling pain in body, swallowing problems, lack of gag reflux, brain fog, muscle twitches, burning sensation, cipd, focus issue, painful feet, painful joints, dry eyes, brittle nails, painful walking, could not have energy, scarring, nickel allergy, autoimmune disease, pain in my ribs, eye inflammation, eye irritation, body swelling, belly swelling, forgetfulness, fallopian pain, inflammation of foot, inflammation tendon, plantar fasciitis, kidney stones, hives¸ cramp in my body, achiness in my stomach, irritability, dizziness, anemia, thighs itch, vaginal itch, crazy, missed my periods, late periods¸ pink eye, infection in my right eye, hot flashes, mrsa infection¸ myasthenia gravis¸ walking problems¸ frustration, head discomfort, generalized anxiety disorder, lose weight, bowel issue, weight fluctuation, premenopausal symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0029) on 12-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered from two months solid of pain/occasional sharp pains/ pain/ sporadic stabbing pain/ excruciating painful procedure/pain due to foreign object/ pelvic pain'), myasthenia gravis ('mysthenia gravis'), chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder- typeod disorder: chronic inflammatory demyelinating polyneuropathy'), neuropathy peripheral ('I deal with neuropathy in my feet, legs, hands and arms'), autoimmune disorder ('autoimmune disease'), nephrolithiasis ('kidney stones') and staphylococcal infection ('I had mrsa infection') in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. (B)(6) 2003, weight lbs. 154. (B)(6) 2011, weight lbs. 192. (B)(6) 2012, lab: plt 91 [150-400 k/ul]. (B)(6) 2012, weight 185 lbs. (B)(6) 2013, weight 217 lbs. (B)(6) 2016, procedures performed: da vinci total hysterectomy with bilateral salpingectomy. (B)(6) 2016, pathology: diagnosis: uterus, cervix, bilateral tubes, excision: chronic cervicitis, squamous metaplasia, nabothian cysts; proliferative endometrium; adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features. Gross examination: essure devices are present in the bilateral fallopian tubes. There was a 1.1cm area of erythema in the superior portion of uterus. Concurrent conditions included hypertension since 2000, anemia, infection mrsa, kidney stones, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, tissue adhesion, ovarian pain, uterine pain, right lower quadrant pain, irregular menstruation and leukorrhea. Concomitant products included alprazolam (xanax), citalopram from 2012 to 2016, escitalopram oxalate (lexapro) since 2016, ferrous sulfate (ferrous sulphate) from 2012 to 2016, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), lidocaine and propranolol since 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced myasthenia gravis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced rash ("random rashes appeared on my thighs/rash on my arms/ skin rash"). In (B)(6) 2013, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/longer period") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced eye infection ("eye infections/ infection in my right eye") and eyelid ptosis ("unilateral ptosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 61 days. In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor"). In (B)(6) 2015, the patient experienced fatigue ("extreme exhaustion/ exhaustion/ increased tiredness"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), lasting 61 days, experienced alopecia ("thinner hair"), inflammation ("major inflammation"), depression ("depression"), amnesia ("memory loss/ memory issue"), bloating ("bloating"), cyst ("cysts"), peripheral swelling ("my rings are no longer tight on my fingers"), insomnia ("I still need some rest, I am even sleeping better. No more insomnia."), premenstrual syndrome ("I just realised that pms will still exist with my ovaries"), mood swings ("so nervous, scared, happy, sad."), ovarian cyst ("two normal size cyst on one ovary"), endometrial thickening ("thick uterine lining"), infection ("fluid showing infection"), nervousness ("nervous/ I still get edgy"), fear ("scared"), procedural pain ("the procedure was so excruciatingly painful."), abdominal pain lower ("lower abdominal region pain"), back pain ("lower back pain"), neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("I just noticed numbness in my hip last night. I also have numbness in my head"), paraesthesia ("prickling pain throughout in my body"), dysphagia ("swallowing problems"), areflexia ("lack of gag reflux"), feeling abnormal ("brain fog"), muscle twitching ("muscle twitches"), burning sensation ("burning sensation"), vision blurred ("focus issue/ blurry vision"), pain in extremity ("painful feet/ foot pain"), arthralgia ("painful joints/ knee pain/ ankle pain"), dry eye ("dry eyes"), onychoclasis ("brittle nails"), pain ("painful walking"), asthenia ("could not have energy"), scar ("scarring"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal chest pain ("pain in my ribs"), eye inflammation ("eye inflammation"), eye irritation ("eye irritation"), swelling ("body swelling"), swelling abdomen ("e-belly swelling"), memory impairment ("forgetfulness"), adnexa uteri pain ("fallopian pain"), dermatitis ("inflammation of foot"), tendonitis ("inflammation tendon"), plantar fasciitis ("plantar fasciitis"), nephrolithiasis (seriousness criterion medically significant), urticaria ("hives"), muscle spasms ("cramp in my body"), abdominal pain upper ("achiness in my stomach"), irritability ("irritability"), dizziness ("dizziness"), anaemia ("I have anemia"), pruritus ("thighs itch/ strange itchiness of my legs"), vulvovaginal pruritus ("vaginal itch"), abnormal behaviour ("I was going crazy"), amenorrhoea ("I have missed my periods"), oligomenorrhoea ("I have been late periods"), conjunctivitis ("pink eye"), hot flush ("hot flashes"), staphylococcal infection (seriousness criterion medically significant), gait disturbance ("walking problems"), frustration tolerance decreased ("my frustration ia an all time"), head discomfort ("my head feels like it will explode"), generalised anxiety disorder ("generalized anxiety disorder"), gastrointestinal disorder ("bowel issue"), weight fluctuation ("weight fluctuation"), menopausal symptoms ("premenopausal symptoms"), complication of device insertion ("only coil in left fallopian tube not in right one (doctor has hard time inserting it and never got it)"), onychomycosis ("toe nail fungus") and balance disorder ("balance is off") and was found to have weight increased ("gained lot of weight") and weight decreased ("lose weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, peripheral swelling, insomnia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the anxiety, rash, alopecia, inflammation, fatigue, depression, amnesia, bloating, cyst, weight increased, premenstrual syndrome, mood swings, ovarian cyst, endometrial thickening, infection, nervousness, fear, myasthenia gravis, eye infection, eyelid ptosis, chronic inflammatory demyelinating polyradiculoneuropathy, back pain, neuropathy peripheral, hypoaesthesia, paraesthesia, dysphagia, areflexia, feeling abnormal, muscle twitching, burning sensation, vision blurred, pain in extremity, arthralgia, dry eye, onychoclasis, pain, asthenia, scar, allergy to metals, autoimmune disorder, musculoskeletal chest pain, eye inflammation, eye irritation, swelling, swelling abdomen, memory impairment, adnexa uteri pain, dermatitis, tendonitis, plantar fasciitis, nephrolithiasis, urticaria, muscle spasms, abdominal pain upper, irritability, dizziness, anaemia, pruritus, vulvovaginal pruritus, abnormal behaviour, amenorrhoea, oligomenorrhoea, conjunctivitis, hot flush, staphylococcal infection, gait disturbance, frustration tolerance decreased, head discomfort, generalised anxiety disorder, weight decreased, gastrointestinal disorder, weight fluctuation, menopausal symptoms, complication of device insertion, onychomycosis and balance disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abnormal behaviour, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, amnesia, anaemia, anxiety, areflexia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, bloating, burning sensation, chronic inflammatory demyelinating polyradiculoneuropathy, complication of device insertion, conjunctivitis, cyst, depression, dermatitis, dizziness, dry eye, dysmenorrhoea, dysphagia, endometrial thickening, eye infection, eye inflammation, eye irritation, eyelid ptosis, fatigue, fear, feeling abnormal, frustration tolerance decreased, gait disturbance, gastrointestinal disorder, generalised anxiety disorder, genital haemorrhage, head discomfort, hot flush, hypoaesthesia, infection, inflammation, insomnia, irritability, memory impairment, menopausal symptoms, menorrhagia, mood swings, muscle spasms, muscle twitching, musculoskeletal chest pain, myasthenia gravis, nephrolithiasis, nervousness, neuropathy peripheral, oligomenorrhoea, onychoclasis, onychomycosis, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, plantar fasciitis, premenstrual syndrome, procedural pain, pruritus, rash, scar, staphylococcal infection, swelling, tendonitis, urticaria, vaginal haemorrhage, vision blurred, vulvovaginal pruritus, weight decreased, weight fluctuation, weight increased and swelling abdomen to be related to essure. The reporter commented: operative findings: there was a functional small ovarian cyst on the left ovary. There were minimal omental adhesions to the anterior abdominal wall and there were some filmy adhesions between the sigmoid colon and the left pelvic sidewall (per mr). Pap smear for cervical cancer screening. Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit (34 - 44 %) - on (B)(6) 2012: 31.7 %; on (B)(6) 2016: 30.7 %. Haemoglobin (11.5 - 15 g/dl) - on (B)(6) -2012: 10.7 g/dl; on (B)(6) 2016: 10.9 g/dl; on (B)(6) 2016: 9.8 g/dl. Concerning the injuries reported in this case the following onces were described in patient's social media: pain worse, peripheral swelling, insomnia, premenstrual syndrome, mood swings, ovarian cyst, endometrium thickening, infection, chronic inflammatory demyelinating polyneuropathy, neuropathy in my feet, numbness in my hip, prickling pain in body, swallowing problems, lack of gag reflux, brain fog, muscle twitches, burning sensation, cipd, focus issue, painful feet, painful joints, dry eyes, brittle nails, painful walking, could not have energy, scarring, nickel allergy, autoimmune disease, pain in my ribs, eye inflammation, eye irritation, body swelling, belly swelling, forgetfulness, fallopian pain, inflammation of foot, inflammation tendon, plantar fasciitis, kidney stones, hives¸ cramp in my body, achiness in my stomach, irritability, dizziness, anemia, thighs itch, vaginal itch, crazy, missed my periods, late periods¸ pink eye, infection in my right eye, hot flashes, mrsa infection¸ myasthenia gravis¸ walking problems¸ frustration, head discomfort, generalized anxiety disorder, lose weight, bowel issue, weight fluctuation, premenopausal symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, abdominal pain, further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event 'toe nail fungus' and 'balance is off' added. Reporter added. On 23-mar-2020: processed with fu 17. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") and pelvic pain ("suffered from two months solid of pain/occasional sharp pains/ pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("severe anxiety"). In (B)(6) 2013, the patient experienced the first episode of rash ("random rashes appeared on my thighs"). In (B)(6) 2015, the patient experienced abdominal pain ("occasional sharp pains that cause me to drop to my knees / sporadic pain that dropped her to the floor") and the second episode of rash ("rash on my arms/ skin rash"). In (B)(6) 2015, the patient experienced alopecia ("thinning hair"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("major inflammation"), fatigue ("extreme exhaustion"), depression ("depression"), amnesia ("memory loss"), abdominal distension ("bloating") and cyst ("cysts"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage and pelvic pain had resolved and the anxiety, abdominal pain, the last episode of rash, alopecia, inflammation, fatigue, depression, amnesia, abdominal distension and cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, cyst, depression, fatigue, genital haemorrhage, inflammation, pelvic pain, the first episode of rash and the second episode of rash to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case classification updated to potentially legal and incident. New reporters added. Device dates updated. Skin rash, memory loss, bloating, cysts and pain added as an event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.